Event description:
Consumer removed a couple tampons and the tampons came apart inside her. After her period, she went to the doctor and he indicated she had a bladder, urinary and kidney infection and prescribed antibiotics. He found possible pieces of tampon inside her.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.